Event description:
It was reported by service report that the jacks were drifting, the toprail is broken with sharp edges and the siderail will not latch in the upright position. No pt involvement or adverse consequences are reported.